Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that both device and lead were explanted due to infection. Information notes that vegetation was observed on the lead and the infection was noted to be patient issue. The hospital was retaining both device and lead. The patient condition was stable.